Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9790213, 510k #k042922 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with cervical spondylotic myelopathy and underwent anterior cervical fusion. Post-op, screw at the caudal side backed out for about 2mm when checked with x-ray during postoperative follow-up observation. The product did not break. There was no health damage at present.